Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 19563 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments showed the balloon was bent. Review of the catheter smart chip data indicated the catheter was used for 15 applications on the event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). During manual inflation, a kinked guide wire lumen was observed inside the balloon segment and the push button was stuck in the front position. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.75 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. Extra length wires were observed inside the distal section of the shaft, and one of the wires had damaged insulation. During in spection of the handle segment, the bellow tubing was stuck by excessive adhesive on the pushbutton hypo tube window assembly. In conclusion, the reported issue of a "guide wire lumen kink" was confirmed through testing. The balloon catheter failed the returned pr oduct inspection due to a kink/twist observed on the guide wire lumen, damaged insulation of the leak detection wire inside the handle, excessive length of wires in the shaft segment, and bellow tubing stuck on the pushbutton hypo tube window assembly with excessive adhesive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter guidewire lumen appeared to bend within the balloon catheter when it was inflated. The positioning was adjusted, but the bending issue persisted in all veins. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.